Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and the reported problem was identified as a system error 0008. A internal and external inspection was performed with no issues noted. Rite electrical and rite functional testing was performed. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unknown alarm during an unknown step of peritoneal dialysis (pd) therapy. It is unknown whether the patient was connected at the time of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.